Event description:
Concomitant devices reported: plate (part# unknown, lot# unknown, quantity 1); screws (part# unknown, lot# unknown, quantity unknown); inner shaft for extraction screwdriver spine (part# 03.613.004, lot# 613611j09, quantity 1); screw head cleaning tool (part # 324.071, lot # 4869440, quantity 1); extraction screwdriver (part #352.311, lot #551550f05, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot/UDI number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, when the surgeon was attempting to remove an unknown plate that was in a patient over the unknown plate, the tip of the screw head cleaning tool broke off. Another one was brought up to the room to continue to remove the unknown screw, however, the tip of the extraction screwdriver broke off and pieces were removed. The surgeon went to remove another unknown screw and while the surgeon was doing it, the reporter has pulled another set. The right side c6 titanium cervical self-retain screw self drilling/variable angle 18mm came off. The reason for removal of the plate and screws was due to adjacent level disc disease. They were removing a vectra-t plate. This was a revision acdf for adjacent level disease. Bone was encased over the plate and needed to be removed. Various tools were utilized to remove the bone including bovie and curettes. We also used the screw head cleaning tool and extraction screwdriver from the vectra-t plating system. There were fragments generated from broken device and the removal of the broken, damaged device or fragments was done difficult and required some additional cleaning of bone from the plate and screw. Procedure was successfully completed. The surgery proceeded with a surgical delay of thirty (30) seconds. The patient was not harm. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1), unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves three (3) devices. This report is for (1) extraction screwdriver. This is report 2 of 2 for (B)(4). Related product complaint: (B)(4).